Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: journal of gynecology obstetrics and human reproduction 49 (2020) 101645; doi: http://dx.doi.org/10.1016/j.jogoh.2019.101645. (B)(4).

Event description:
It was reported via journal article: "title: an analysis of 635 consequetive laparoscopic hysterectomy patients in a tertiary referral hospital". Author(s): seda yuksel, gonca coban serbetcioglu, songul alemdaroglu, selcuk yetkinel, gulsen dogan durdag, erhan simsek, husnu celik. Citation: journal of gynecology obstetrics and human reproduction 49 (2020) 101645; doi: http://dx.doi.org/10.1016/j.jogoh.2019.101645. This retrospective observational study aimed to analyse the properties of laparoscopic hysterectomy cases that are performed for benign indications and also endometrial cancer indications. Operation time, postoperative complication rate, blood transfusion need, and hospitalization time are compared according to benign and malign indications and also body mass index of the patients. Between sep2012 and dec2017, 635 female patients (mean±sd age of 52.4±9.6 years; mean±sd bmi of 30.1±6.5 [for 528 patients]) underwent laparoscopic hysterectomy for benign indications and endometrial cancer indications. In the procedure, harmonic scalpel (ethicon) was used during dissection of vaginal cuff. Braided vicryl suture with intracorporeal, figure of eight technique was used for vaginal cuff suturing. Intraoperative complication included lower urinary tract injury (n=0.4%). Postoperative complication included vaginal cuff bleeding (n=8) necessitating blood transfusion; vaginal cuff dehiscence (n=1); postoperative fever (n=6); ureterovaginal fistula (n=1); and postoperative pain/idiopathic (n=3). In this study group, braided sutures and figure of eight technique were used, in total 3 or 4 stitches were used in vaginal cuff suturing. The reason for low incidence of vaginal cuff dehiscence in this group may be related to vigorous vaginal lavage before operation, not to use monopolar cautery in vaginal cuff incision, suturing technique, and strict coital prohibition after surgery. In conclusion, laparoscopic approach for hysterectomy operations in high bmi patients and endometrial cancer patients seem to be safe in terms of postoperative complication and bleeding that necessitate transfusion."